Event description:
It was reported that the universal modular electric/battery double trigger handpiece saw attachment was stuck and machine stopped working. It wasn't possible to start it again even when a new battery was used. Additional clinical follow up with the customer indicated that the issue has been discovered during the surgery and had a delay of approximately 15 minutes. There was no harm reported, and procedure completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.